Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the location of the device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2019 - 04315. Brand name: femoral stem cemented std. Collar 12/14 neck taper std. Neck offset size 13 130. Implant date: 2011/2012. Concomitant medical products: part # 00781804600- endo femoral head 12/14 taper 46 mm diameter, part # unknown, unknown cup, unknown lot #, part # unknown, unknown liner, unknown lot #. Report source: (B)(6). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent hip revision approximately 7 years post implantation due to groin pain and possible pseudo tumor. During the procedure, black debris was found on the neck of the hip stem and on the underside the head. Loosening of the stem was also noted, components were removed and replaced. Attempts have been made and no further information is available at this time.